Event description:
It was reported that the patient experienced an episode of ventricular fibrillation (vf). High voltage therapy was delivered but was unable to convert the rhythm. External cardioversion therapy was administered to the patient to resolve the vf episode. The patient was hospitalized and the right ventricular (rv) lead was explanted and replaced. No adverse consequences were reported for the patient.

Manufacturer narrative:
As received, a complete lead with stylet inserted was returned for evaluation in one piece. The stylet that was returned inserted with the lead was able to be removed but testing with a different stylet showed that insertion restriction was noted due to overtorqued inner coil at the connector region. The cause of the reported event of difficulty removing the stylet was isolated to the overtorqued inner coil at the connector region. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead confirmed damage consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an episode of ventricular fibrillation (vf). High voltage therapy was delivered but was unable to convert the rhythm. The patient was hospitalized and the right ventricular (rv) lead was explanted and replaced. No adverse consequences were reported for the patient.